Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to physician office with an alert from the implantable cardioverter defibrillator (ICD). The right atrial (ra) lead and right ventricular (rv) lead impedance measurements were recorded as high, greater than 3000 ohms. A chest x-ray and ICD interrogation was performed. The ra and rv lead still exhibited high impedance. The ICD exhibited a high voltage problem that was also indicated as electromagnetic interference. The ICD settings were re-programmed. The ra and rv lead remain in use. Subsequently, the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory ind icated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.